Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was at elective replacement indicator (eri) due to normal battery depletion. After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi and could not be interrogated. In 2009, battery data indicated that the device had eight months remaining until elective replacement indicator. Due to low battery status, further troubleshooting could not be performed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.